Event description:
This ra lead was implanted on (B)(6) 2014 and remains implanted as of the present. A call placed to technical services on (B)(6) 2018 stating that this lead had an atrial sensitivity of 0.15 but it was noted that there was small blips on the atrial electrogram that are not being sensed. The p-wave had also bad measurements since implant. The following physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).